Event description:
It was reported that during th pta/stenting treatment procedure, the balloon of the express-biliary premounted stent ruptured. The balloon burst during inflation and only partially deployed the stent. The physician used another balloon to complete the deployment of the stent at the right iliac lesion site. The procedure was successfully completed. No pt injuries or complications were reported.